Event description:
Per complaint (B)(4), during clinical procedure, dropped from implant driver.

Manufacturer narrative:
Patient's age, weight, other relevant history, including preexisting medical conditions are unknown. Implant and explant dates are not applicable since the product was never placed and not removed. Device evaluation results are not available. If the analysis is complete, a supplemental report will be submitted.